Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with high capture thresholds from the right ventricular lead. Physician tried to reposition the lead on (B)(6) 2021, but the helix was unable to be deployed. Lead was instead explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.